Event description:
It was reported that the wake button on the pump was not working properly to turn the pump screen on or off. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no adverse impact to the customer's blood glucose level.